Event description:
Customer reported that champagne sized air bubbles were present in the infusion set's tubing. After changing the infusion set and pushing insulin through the tubing, customer reported that the air bubble was still present. Blood glucose level was 322 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.